Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hyun, 2019 ¿ outcomes of infected versus symptomatic sterile walled-off pancreatic necrosis treated with a minimally invasive therapy we performed a retrospective cohort study examining patients who were undergoing dual-modality drainage as minimally invasive therapy for won at a high-volume tertiary pancreatic center. The main outcome measures included mortality with a drain in place, length of hospital stay, admission to intensive care unit, and development of pancreatic fistulae. This complaint was opened to capture off label use of cst-10 device ¿ used for walled off pancreatic necrosis. As per the ifu0005-12 that accompanies this device "this device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract." There were no adverse events reported in this study related to the off-label use of the cst-10 device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23-dec-2024.

Manufacturer narrative:
Device evaluation this file was created from the attached journal article, "outcomes of infected versus symptomatic sterile walled-off pancreatic necrosis treated with a minimally invasive therapy". The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Manufacturing records prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label as per the instructions for use, ifu0005 which accompanies this device, instructs the user "the device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract¿ and in the notes section ¿do not use this device for any purpose other than stated in the intended use.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0005) image review an image was not returned for evaluation. Root cause analysis a definitive root cause can be attributed to the abnormal use of the device. From the information available, cst-10 device was used in wopn (walled-off pancreatic necrosis), this was confirmed by our medical advisor as abnormal use. As previously mentioned, the IFU (ifu0005) states "the device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract" and in the notes section ¿do not use this device for any purpose other than stated in the intended use.¿ the user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impact reported in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.